Manufacturer narrative:
B5 updated describe event or problem.

Event description:
It was reported that a dissection occurred. A 2.50 x 48 mm synergy drug-eluting stent was deployed at 11 atmospheres. A distal stent edge dissection was observed. The dissection was covered with another synergy stent and the procedure was completed. The patient was stable. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The dissection was classified as type c.

Event description:
It was reported that a dissection occurred. A 2.50 x 48 mm synergy drug-eluting stent was deployed at 11 atmospheres. A distal stent edge dissection was observed. The dissection was covered with another synergy stent and the procedure was completed. The patient was stable.